Manufacturer narrative:
A ge service representative performed an on site investigation. The five volt power supply that supported the c-arm was increased to 5.25 volts. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system locked up during a procedure. No patient injury was reported.